Event description:
(B)(6) study. It was reported that thrombosis occurred. Prior to the index procedure, prophylactic antibiotics were administered. Aspirin was administered one day prior to the procedure and heparin was administered pre-transseptal puncture. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 17.3 mm. On (B)(6) 2020, the patient was discharged on aspirin. At the 3-month follow up visit on (B)(6) 2020, transesophageal echo (tee) revealed a complete laa seal, no thrombus on the left atrium and atrial facing surface of the watchman device. Rivaroxaban was stopped on (B)(6) 2020 and the patient continued only on aspirin. At 12-month follow up visit on (B)(6) 2021, computed tomography (CT) revealed a complete laa seal, no thrombus on the left atrium and atrial facing surface of the watchman device. On (B)(6) 2021, 373 days post index procedure, the 12-month follow up echocardiography revealed thrombus on the atrial facing surface of the watchman device. The thrombus was laminar in nature and was non-mobile. No additional information is known at this time.